Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument broke during the time for insertion of the implant. It was not possible to push down the blue button to release the instrument from the implanted stem. The surgeon had to wait until the cement was fixed and then loose the instrument from the implant with a osteotome. The instrument had fell apart and it was 5 loose parts (bricks) to get away. Surgery time was extended with 5 min.